Event description:
It was reported that the programmer's fan had become very noisy and that the smell of smoke or something like it was coming from the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the system fan was noisy and it was replaced but could not confirm the customer comment of a smoke smell and an inspection of the internal components showed no evidence of burnt parts. Analysis did find that the power supply fan was noisy and that the keyboard hinges were broken and both were replaced. Product ID: 229047, software analyzer. (B)(4).